Event description:
It was reported that the pump had an infusion issue, and system fault 46,876 had occurred 1,929 518700. Per reporter, the pump was alarming with numbers on the screen, the battery door was opened and closed, pump was powered back on, and it alarmed again to remove and reattach the cassette. Res vol was reviewed at 0 ml. Infusion had been started on tuesday. Reporter stated the alarm could not be cleared. The patient was redirected to the clinic, where pump settings were reviewed and showed a rate of 0.1 ml/hour and a reservoir volume of zero. The event occurred while in use with a patient at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
E1: phone number provided as (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.